Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring seal deployed but did not seal the aorta properly and the aortotomy continued to bleed. The surgeon removed the seal and used a replacement device to complete the procedure. The hospital will reportedly not be returned the product in question as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sops, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).